Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 66-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella 5.5 support due to being escalated from the impella cp. While on support there was high purge pressure noted. Eventually, the pump was stopped. The impella was removed.

Manufacturer narrative:
The investigation into the reported pump stop and high pump pressure has been completed since the original report was filed. No product was returned for evaluation. Data logs returned for this pump end on (B)(6) 2024, however, pump did not fail until (B)(6) 2024. No clinical details to indicate why high purge pressure alarm and pump stop occurred. The root cause of the high purge pressure cannot be determined as no pump was returned, no data logs at the time of failure, and no clinical details at time of alarm. The root cause of the pump stop cannot be determined as no pump was returned, no data logs at the time of failure, and no clinical details at time of alarm.